Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. It was alleged that there were air bubbles in the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2017-device evaluation: the cartridge has been returned and was evaluated by product analysis on (B)(4) 2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.